Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Other: device has been evaluated but not repaired, pending customer approval of the estimated.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported.